Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® blue line ultra® suctionaid soft seal® cuffed tracheostomy tube cuff deflated the day after the patient began to use the device. This issue was observed when the cuff air pressure was checked. The cuff was reinflated and it was observed that another air deflation occurred. It was noted that a leak check was performed prior to use. No medical treatment was required and no patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One used portex blue line ultra suctionaid soft seal cuffed tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection of the returned device was conducted at a distance of 12" to 24" and under normal conditions of illumination; no defects were observed. During functional testing, a syringe was used to inflate the device cuff and the device was submerged under water. Bubbles (indicating a leak) were found forming on the device cuff. Investigation was unable to determine the root cause of the cuff leak.